Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection of device head assembly and head cap replaced.

Event description:
In this event it is reported that x-smart won't hold files. Failure found before use. No injury occurred.